Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the middle of priming and she had an air bubble. Customer's blood glucose was 147 mg/dl at the time of the incident. Customer stated that the bubble was in the reservoir and it was larger than a champagne bubble. Customer reported having a high and a low blood glucose. Customer's high blood glucose was 386 mg/dl and low blood glucose was 37 mg/dl. Customer stated that the pump was not rewound with a reservoir in place. Customer went through manual prime and stated that the reservoir was filled at room temperature. Air bubbles did not persist after the customer manually primed the air bubble out and performed a set change. Customer was advised to monitor the issue. Customer declined to troubleshoot for high blood glucose because she knows that it was her and not the pump.